Manufacturer narrative:
Covidien reference:(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) to breath delivery (bd) cable. The ventilator passed self testing.

Event description:
The customer reported that, during patient use, an 840 ventilator was inoperable. There was no harm to the patient as a result of the event.